Event description:
Surgeon was activated the aquamantys device 5-6 times with no issue. Once he used it the 6th time he looked closer at the device and saw a large opening between metal and plastic part and the device then came apart at the shaft.

Manufacturer narrative:
This MDR identified as a result of complaint handling and medical device reporting procedure/process updates triggered via acquisition by medtronic.